Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. Pump trace download analysis confirmed the pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 233 mg/dl. The customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.